Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Sales rep reported surgeon removed gamma nail because patient needed a total hip.